Event description:
It was reported that the patient experienced repeated pump occlusion alerts that persisted until the infusion set and related supplies were changed, with successful dry-run testing completed and the patient temporarily managed with subcutaneous insulin via pen due to refusal to place a new set. Symptoms included hyperglycemia with a fingerstick blood glucose over 600 mg/dl during intercurrent illness. Outcomes included interruption of insulin delivery from the pump, administration of outside insulin, caregiver ketone testing per sick-day plan, and instructions to contact a healthcare provider or seek emergency care if ketones were high. Investigation included review of synchronized device logs and guided troubleshooting with supply replacement and site rotation confirmation. Investigation of this case revealed no bent cannula reported, no cartridge refilling, and successful simulated delivery without active occlusion when tested, consistent with an infusion set or site-related occlusion that resolved following supply change. It was concluded that the event was consistent with an infusion set occlusion resulting in hyperglycemia that resolved with supply change and manual insulin administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.